Event description:
It was reported by the patient that they previously had prolonged periods of seizure freedom, going between 51 and 139 days without having a seizure. The patient reportedly then had two seizures on the same day and two more seizures three days later. The patient was admitted to the hospital due to the increase in seizures. The patient was later discharged from the hospital. The patient reported that their device was not on; however, the patient had a settings adjustment 7 months prior to reporting the device is not on. Multiple attempts were made to the neurologist office; however, no further relevant information has been received to date.

Event description:
It was reported by the patient that they had "much trouble" with the vns implant. The patient reported that over two weeks he continued to have "auras constantly, stronger and stronger" as well as seizures. The patient's neurologist assessed the increase in seizures to be not related to the vns. The physician was unable to indicate whether the increase was worse than pre-vns baseline but stated that stress was likely contributing factor. The neurologist indicated that the increase in auras was also not related to vns. The neurologist indicated it might be related to a psychogenic events. The physician made adjustments to the patient's vns and their medications and the patient felt much better. No further relevant information has been received to date.